Event description:
It was reported to the manufacturer by the end user, per the end user, "resident rolled on her side against the rail for personal care, rail clips bent gave way. The resident fell to the floor." The resident sustained a fracture to the left femur. (B)(4). Were entered into our system to have the comfort extension returned to joerns for investigation. As of this writing, the comfort extension has not been returned.